Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation of the returned instrument has shown that the screw was indeed broken off. The instrument was sent to our repair department in order to maintain or repair it. The manufacturing documents were reviewed and no discrepancies to the specifications were found.

Event description:
During removal, screw broke off and fell out. This is 1 of 1 report for event #(B)(4).